Manufacturer narrative:
Lumenis investigated the reported event by contacting the user facility directly. Three (3) attempts have been made by phone to obtain; patient treatment settings, patient information, patient photos. The incident forms were received in the last few days without being analyzed by lumenis. An examination of the subject device by a lumenis technical engineer stated customer had an issue with energy during use. Calibrated energy of hs handpiece and confirmed energy at various settings. Replaced solar detector for preventative reasons and recalibrated once again. Found results of calibration within specifications. Once again, verified calibration at all points in the service manual for both hs and et handpieces. Verified energy was stable with each pulse. Checked all laser parameters. Verified safety, mechanical and interface functions. Verified all system operations. The system was ready for use. While the information received to date does not confirm that a serious injury nor malfunction had occurred, because of the lack of information the company is reporting the event in an 'abundance of caution'. Should additional information become available, the complaint record will be updated accordingly, and a follow-up medwatch report will be submitted.

Event description:
A user facility reported that several patients sustained burn of unknown severity to the following treatment with lumenis lightsheer duet laser. No report of serious injury or medical intervention has been received except for the initial report from the user facility. The complaint represents all patients as lumenis received only one incident form.